Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open pacemaker (pm) surgery, while suturing, the needle detached from the thread. The procedure was completed with another device. There was no patient injury.

Event description:
According to the reporter, while suturing during closure of the aorta on a aortic valve replacement, the needle detached from the thread. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. A tactile and microscopic inspection of the sutures was performed with no abnormali ties. A needle attachment test was performed on the sealed samples, and the results met the specifications for this product. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.